Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate profile 275cc, serial number (B)(4), lot number 5908111, catalog number 3501640. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc and experienced deflation on the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/11/18, it was reported to mentor that the replacement devices were saline mentor smooth round moderate plus profile 275cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/17/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the date problem observed was (B)(6) 2018. The replacement devices were saline mentor smooth round moderate plus profile 275cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/13/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device and on shell surface. During evaluation the device appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. The complaint was not confirmed since no rupture was found on the device. All the implants are 100% inspected before leaving the facility. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).